Event description:
Getinge became aware of an issue with one of our surgical lights ¿ powerled 300/500. As it was stated and confirmed with the photographic evidence, the paint was chipping from fork and suspension arm. Additionally, corrosion was present on the fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury in case of reoccurrence.

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ powerled 300/500. As it was stated and confirmed with the photographic evidence, the paint was chipping from fork and suspension arm. Additionally, corrosion was present on the fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury in case of reoccurrence. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. There is no information if the claimed device was or was not being used for patient treatment or diagnosis when the event took place. A root cause analysis for investigated problem was performed by subject matter experts and concluded that: all maquet sas products comply with: ¿ iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. ¿ iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. ¿ paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. ¿ disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. This event is clearly due to cleaning product. Nevertheless, the deterioration of this paint is far advanced and it must have started years ago. Such troubles should have been detected first by the user during daily and monthly checks. The current cleaning product must be improved as described in the user manual. The damaged parts must be replaced as soon as possible. The photographic evidences show rust formation and paint peeling on the device. It can be observed that the degradation of the paint and corrosion are mostly localized on the retention areas which shows that the stagnation of liquid or cleaning agent residues have caused paint damages and appearance of rust. Peeling paint and rust formation were probably caused by: - a stagnation of aggressive disinfectant and detergent products due to an inappropriate cleaning protocol. - the presence of liquid water or an exposure to humid air due to a high relative humidity of the operating room. The instruction for use indicates the environmental condition for use, the relative humidity must be between 20% and 75%. To prevent any incident the instruction for use mentions to perform daily and monthly inspection in order to detect painting defects, impact marks or other damages. The instruction for use mentions not to clean the device under running water nor spray a solution directly onto the device. Certain cleaning products or procedures may damage the paintwork of the device, which may result in particles falling onto the surgical site during an operation. Fumigation methods are unsuitable for disinfecting the unit and must not be used. The instruction for use mentions to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time. The correction of b5 describe event and problem and d4 version of model # and d4 catalog #, d4 serial #, h4 manufacture date and d4 unique identifier (UDI) # and d1 brand name deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 18th july 2024 getinge became aware of an issue with one of our surgical lights ¿ powerled 300. As it was stated, the paint was chipping. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury in case of reoccurrence. Corrected b5 describe event and problem: getinge became aware of an issue with one of our surgical lights ¿ powerled 300/500. As it was stated and confirmed with the photographic evidence, the paint was chipping from fork and suspension arm. Additionally, corrosion was present on the fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury in case of reoccurrence. Previous d4 version of model # ard568330933. Corrected d4 version of model # ard568420710a. Previous d4 catalog # ard568330933. Corrected d4 catalog # blank. Previous d4 serial # (B)(6). Corrected d4 serial # 500156. Previous d4 unique identifier (UDI) #: n/a. Corrected d4 unique identifier (UDI) #: (B)(4). Previous d1 brand name powerled. Corrected d1 brand name powerled tm. Previous h4 manufacture date: 2019-07-18. Corrected h4 manufacture date: 2019-07-19.

Event description:
On 18th july 2024 getinge became aware of an issue with one of our surgical lights ¿ powerled 300. As it was stated, the paint was chipping. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury in case of reoccurrence.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1b event site name: (B)(6)